Event description:
The hcp reports that the pt had an MRI and three days later "was not feeling well." In the clinic, the hcp interrogated the pump and received a pump memory error. The 'refill interval' and 'low reservoir volume' did not appear on telemetry print out strips. The hcp then updated the pump and the error message resolved. The refill date was manually calculated and it was confirmed that after update the pump displayed the correct refill date. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.